Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient specific implant prescription was received for the patient's left hip. Noted on the form: "failed acetabular component needs a new head for existing st. Michael's stem. Failed old st. Michael's cup with osteolysis. Need to revise to a trident 2 dual mobility and need a 28mm head for the existing st. Michael's hip. He needs a cup revision as he is losing bone and has delayed the surgery by over a decade and now has a lot of pain."